Manufacturer narrative:
The account found the side rail was damaged due to the side rail being smashed into a wall and causing the side rail not to latch. The account replaced the side rail latch kit to resolve the issue.

Event description:
The account alleged the side rail is not latching. No pt impact.